Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue started with a one touch ultra meter. The pt indicated that the alleged issue stated on (B) (6) 2010, at 3:00 pm. As a result of the alleged issue, the patient claimed that she could not test. At an unclear time after the alleged issue began, the patient claimed that she developed symptoms of shakiness, weakness, and sweating. The patient administered self-treatment by drinking orange juice and milk on (B) (6) 2010, at 3:00 pm. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.